Event description:
It was reported that the communicator had a burning smell. A boston scientific company representative discussed with the patient and opted to replace the entire system. No adverse patient effects were reported. The communicator was deactivated. A return label was sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.